Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. The lesion being treated was located in the moderately calcification, mildly tortuous left anterior descending artery (lad). The physician implanted a taxus express2 8.8% 3.00 x 32 mm drug eluting stent in the mid lad. After the stent was deployed, the balloon was sticking to the stent. The physician inflated and deflated several times and the balloon did not release. He then placed a guidewire down through the stent and pulled the balloon out. The stent placement looked fine. No pt complications were reported.